Manufacturer narrative:
On 3/30/2020, mentor became aware that there were no reported right-sided issues. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel, 375cc silicone breast implants which patient experienced bilateral capsular contracture baker grade iii after implantation. The patient experienced firmness, left side capsular contracture, seroma, and swelling. . As a result patient had the implants removed and replaced with another mentor implants on (B)(6) 2017. This report is for the right side.